Event description:
The sales representative reported on behalf of the customer that the device, lapvue10, 10/ca laparovue visibility sys was being used during a robotic procedure on (B)(6)2022 when it was reported ¿trio are swab tip fell off.¿ further assessment questioning found that "the tip of the q tip fell off the stick while being exchanged from the scrub tech to the physician assistant.' The device did fall off in the sterile field with no contact to the patient and disposed of by the circulating nurse. No patient user impact." The procedure was completed with the use of an alternative device. There was no reported injury, hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. (B)(6)2022 sdewberry.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported event of ¿swab tip fell off¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 18 devices, for this device family and failure mode. During this same time frame 221,570 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per IFU the user is advised to use the small head vuetip trocar swab for 5-8mm trocars and the large head vuetip trocar swab for trocars 8-12mm. Grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. On certain models that have a spring loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Make sure trocars does not have any sharp edges that can snag the vuetip trocar swab. Do not extend foam head beyond distal end of trocar. Vuetip trocar swabs are not compatible with snowden-pencer trocars or other metal trocars. This issue will continue to be monitored through the complaint system to assure patient safety

Event description:
The sales representative reported on behalf of the customer that the device, lapvue10, 10/ca laparovue visibility sys was being used during a robotic procedure on (B)(6) 2022 when it was reported ¿trio are swab tip fell off.¿ further assessment questioning found that "the tip of the q tip fell off the stick while being exchanged from the scrub tech to the physician assistant." The device did fall off in the sterile field with no contact to the patient and disposed of by the circulating nurse. No patient user impact." The procedure was completed with the use of an alternative device. There was no reported injury, hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.